Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, health effect - clinical code, device code(s), investigation findings and investigation conclusions have been updated. Corrections to sections h6: health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions. Additions to sections h6: component code and type of investigation. The pathology report diagnosis mentions: ''mitral valve, explant: components of bioprosthetic valve identified. Valve cusps with acute inflammation and fragments of fibrous connective tissue with calcifications.'' However, it is unknown to which of the explanted mitral bioprosthesis (surgical or thv) the ''fragments of fibrous connective tissue with calcification'' belong to because per the report titled ''gross description'', these fragments were separate in the specimen container (apparently unattached to the bioprostheses). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of leaflet thickened, leaflet motion restricted and increased gradients were confirmed based on the provided medical records. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per medical record review, the patient had chronic kidney disease (ckd), which is a well-known risk factor for bioprosthetic leaflet calcification, which could result in thickened leaflets. Additionally, ''ckd due to anca (anti-neutrophil cytoplasmic autoantibody) vasculitis pauci-immune glomerulonephritis' because that vasculitis is likely the main reason of all the clots'', and ''chronic layered thrombus with left atrial appendage thrombus, and acute/fresh mobile thrombus that extends from the ostium of left atrium appendage to the left atrium'' was reported, which could also contribute to the leaflet thickened/halt. As the patient experienced thickened leaflets, this could affect the function/suboptimal coaptation of leaflets, resulting in leaflet motion restricted. An increased gradient could be potentially contributed by sub-optimal function of leaflets due to leaflets thickening, as reported. In addition, immobile leaflets or restricted leaflets motion of the thv were reported, and this can obstruct the blood flow across the valve, resulting in increased gradients. As such, available information suggests that patient factors (chronic kidney disease, thrombosis) may have contributed to the leaflet thickened event with subsequent restricted leaflet motion and increased gradient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the provided medical records, the patient presented to the emergency department with shortness of breath, hemoptysis, and atrial fibrillation. The patient was discovered to have acute hypoxic respiratory failure, pneumonia, acute kidney injury on chronic kidney disease (stage iii) requiring initiation of dialysis, multifactorial cardiogenic and septic shock secondary to strep pneumonia, and severe bioprosthetic mitral valve stenosis. A transesophageal echocardiogram performed demonstrated left ventricle ejection fraction (ef) of 30% and reduced right ventricle ef, bioprosthetic mitral valve with restricted leaflet motion, no mitral valve regurgitation, mean mitral valve gradient of 11 mmhg, chronic layered thrombus with left atrial appendage thrombus, and acute/fresh mobile thrombus that extends from the ostium of left atrium appendage to the left atrium. The patient was continued on a heparin IV drip. A transthoracic echocardiogram performed a couple of days later showed the prosthetic mitral valve leaflets appear thickened. The mitral valve mean pressure gradient is 18mmhg. There is no regurgitation of the prosthetic mitral valve. The patient underwent redo mitral valve replacement surgery with 27mm mitris valve and left atrial thrombectomy. Per the pathology report, the bioprosthetic valve cusps present with acute inflammation and fragments of fibrous connective tissue with calcifications.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b4, b5, b7, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Addition to section b5. Corrections to sections h6: investigation findings and investigation conclusions. The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 1 year and 2 months post transfemoral tmvr (transcatheter mitral valve replacement) procedure with a 26mm sapien 3 ultra valve in a pre-existing surgical valve, the sapien valve was explanted due to an unknown cause. A 27mm surgical valve was implanted in the mitral position. No additional information is available.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.